Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress. The event can be prevented by following the instructions for use (IFU) which state: caution: do not bend the insertion part of the endoscope with a strong force. The insertion tube may be damaged. Do not apply shock to the tip of the endoscope, especially to the ultrasonic probe or lens surface. It may cause abnormalities in ultrasound images and endoscopic images. Do not hold the ultrasonic probe while holding the insertion tube. Doing so may damage the ultrasound probe and prevent normal ultrasound images from being drawn. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the forceps raising angle, an abnormality in the ultrasound image due to the breakage of the ultrasound probe (missing sound ray), curved rubber scratches, bending angle was insufficient due to the elongation of the angle wire, cloudiness was observed in the illumination lens, scratches were found on the insertion tube and scratches were found on the universal cord. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the angle wires were stretched on the evis lucera ultrasound gastrovideoscope. Upon inspection and testing of the returned unit, peeling of ultrasonic probe surface. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.